Event description:
The device was advanced, sheath withdrawn, deployed and ballooned per IFU. Accessing the contra ring proved very difficult and at that point a further angio was performed. It was determined that the device had been deployed low, and the contra leg was now in the left iliac. Angio showed the contra access was completely apositioned against the vessel wall and there was no leak. The right iliac was now completely denied flow by the device. As a result of the inaccurate delivery of the device, a fem-fem crossover was performed through the original incisions and the right iliac aneurysm tied off to restore bloodflow. It was suggested at this point to add an aortic cuff to ensure that no flow would pass through the contra limb. The clinician decided not to further intervene but monitor the patient very closely. Surgeon indicated there were no device related issues with this case.